Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. The patient did not enter the bg meter values into the cgm device promptly and accurately. The dexcom g5 mobile continuous glucose monitoring system user's guide states: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. It was reported that the patient used an alternative blood glucose testing site. The dexcom g5 mobile continuous glucose monitoring system user's guide states: alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect sensor performance, resulting in you missing a severe low or high glucose event. Patient stated values were 60 points off. At the time of contact, no injury or medical intervention was reported.